Event description:
The customer confirmed the reported problem did not affect the diagnostic or therapeutic outcome of the procedure. No additional medical intervention (i.e. Treatment outside the scope of the procedure) required as a result of the reported problem.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation with correction to the initial with information inadvertently left out (dl23371535-2). Additionally, to provide an update to fields (d8, d9, d10, and h3). The device was returned to olympus for inspection, and the customer's complaint/reportable malfunction was not confirmed. The complete evaluation results are as followed: normal wear and tear in housing unit and software version 4.10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the 5 minute delay in procedure was due to the device malfunction. However, the root cause of the delay could not be specified. Additionally, it is possible the image gets darker occurred due to the brightness of the lamp was affected by the use of non-olympus lamps in clv-190, the combination device. However, the root cause could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the image from the evis exera iii video system center had defective quality. The malfunction was found during a diagnostic colonoscopy procedure. Deeper into the colon, the image got darker. There were no error messages displayed as a result of the failure. The procedure was delayed for five minutes; however was completed with the same device. The reported problem did not affect the diagnostic or therapeutic outcome of the procedure. There were no reports of patient harm associated with the event.

Manufacturer narrative:
The device will be returned. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.